Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 600+ mg/dl. The customer stated that she changed the set the night before and woke up to blood glucose of 355 mg/dl. Customer had symptoms such as throwing up. Customer was hospitalized for high readings. The reservoir was not returned for analysis.